Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed no pump reboots had occurred. A visual inspection of the pump revealed multiple cracks in the battery compartment. A test battery cap was able to attach to the pump and was used to complete a 24 hour duration test; no power interruptions occurred during testing. The pump cover was removed and no evidence of internal moisture or damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.